Event description:
It was reported that rv lead exhibited high vcs impedance (>200 ohm) and high threshold (4.2sv/l.2 ms) . (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).